Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 20mm x 2.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during the procedure, the shaft separated at the junction of the hypotube and the distal shaft inside the guide catheter. A balloon catheter was advanced and trapped the device and pulled everything out together with the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.